Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Patient's daughter called in stating she was her mother's care giver. Caller stated the device never worked for her mother since it was implanted. Caller stated the hcp told her after the ins was implanted the ins may never work for her mother. Caller stated the ins was for the pelvic floor. Caller then stated she thinks it is possible that the ins is directly related to her mother developing a rare melanoma that eventually took her life.